Event description:
It was reported that two weeks ago, the patient was moving boxes and felt something pull in the area of the system. The patient later experienced a loss of therapeutic effect, including an increase in frequency. The patient was on program 1 at 2.6v and had increased to 2.9v with no change in symptoms. The patient increased to 3.9v and was feeling stimulation. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3889-28, lot # v760830, implanted: (B)(6) 2011, explanted: na; programmer model 3037, serial # (B)(4).

Event description:
Additional information received confirmed that the patient had a loss of therapeutic effect which started about 3 to 4 months ago although it was noted that the therapy was working up until then. The patient was seen in the physician's office on (B)(6) 2012 where the company representative reprogrammed on program 2 at 3.4 volts. It was noted that the stimulation sensation was too high and the patient lowered amplitude to 2.8 volts. Now the patient was unable to feel the stimulation and increased the voltage to 3.5. It was reported that the patient had a return of their symptoms and was not sleeping at night. The patient wore pads during the night time but noted that they were not needed during the day. It was also noted that the patient was working with their physician for her issues. There were no falls or trauma and it was unknown to the patient if the therapy change came on suddenly or gradually. If additional is received, a follow-up report will be sent.